Event description:
Customer having problems with pod occlusions. Customer had this pod on for approximately 11 hours when it alarmed with an occlusion. During this time, the customer's blood glucose levels ranged 119-333 mg/dl. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.